Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the doctor was having issues with the valve. Additional information received clarified that the issue with the valve was that it was at a different setting than it was originally set at. The doctor was concerned it was changing on its own/malfunctioning. The valve was taken out and replaced. They were not aware of any external factors affecting the issue.